Manufacturer narrative:
Additional information received on 9 november 2021: the patient had continued to present an infection. The surgeon removed the spacer, performed a washout, and implanted another antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Additional information received on (B)(6) 2022: on (B)(6) 2022 the patient came into the hospital. Spacer was removed and permanent harware was implanted.

Manufacturer narrative:
Batch review performed on 21 july 2021. Lot 2010601: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: gmk-sphere 02.07.0034rp patella resurfacing # 2 (k090988) lot. 2011089: (B)(4) items manufactured and released on 18-march-2021. Expiration date: 2025-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented # 5 l (k090988) lot. 2005695: (B)(4) items manufactured and released on 16-oct-2020. Expiration date: 2025-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0006l femoral component sphere cemented # 6 l (k121416) lot. 2007031: (B)(4) items manufactured and released on 16-oct-2020. Expiration date: 2025-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen unknown). 2 months and a half after primary surgery, the surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.